Manufacturer narrative:
Patient information was unavailable. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the passive planar sharp was bent. The instrument verified properly but the surgeon believed that it was bent. The surgeon continued to use the bent probe. It was observed that there was a slight inaccuracy of a couple of mm. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.